Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle was damaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle became damaged. The reported event could not be confirmed as no damage was noted on the firing trigger. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire at the third firing with the gold reload. The firing trigger was floppy. Two gold reloads were used before this event. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.